Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s diabetic educator reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017. The customer reported wanting to review the most recent bolus history to ensure boluses were accounted for and entered accurately. The customer¿s diabetic educator reported air bubbles and bent cannula. The blood glucose value at the time of admission 600 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with an insulin drip. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 197 mg/dl. The customer¿s diabetic educator did troubleshoot the issue. The insulin pump will not be returned for analysis.